Event description:
It was reported that during an atrial fibrillation (afib), the product did not irrigate when the catheter was inside. The case was completed without any patient consequence. However, the customer concerned that this lack of irrigation might lead to creation of clots in sleeve end, and is dangerous to the patient. Multiple attempts were done to request for further details of event. However no additional information has been provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4).